Event description:
As reported to coloplast though not verified, the pt was implanted on (B)(6), 2013. Pt experienced continued symptoms of incontinence and device was explanted on (B)(6), 2013.

Manufacturer narrative:
Coloplast has not been provided any other corroborating evidence to verify this report.